Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to diabetic ketoacidosis. They were released on (B)(6) 2017. The customer did not know their blood glucose was high. They were getting ready to take a shower and passed out. They woke up the next day in the hospital. The customer¿s blood glucose level at the time of admission was in the range of 700 mg/dl. They were not wearing the insulin pump at the time of hospitalization. They were off the device for less than 48 hours prior to the hospitalization. The device will not be returned for analysis.